Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-product analysis: the device was returned and evaluated by product analysis on 08/11/2015 with the following findings: the complaint could not be investigated due to a blank screen issue. The display screen was found to be cracked. Review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.